Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the needle tip is broken, confirming this complaint. No other anomalies present on the device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode; however, one possible root cause is the needle tip hit bone or another hard object resulting in the needle tip breaking off and the needle shaft being bent. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Based on the complaint history, no further corrective action is warranted at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The customer facility reported via phone call that their expressew iii needle failed during a rotator cuff repair due to the tip of the needle breaking off inside of the patient's joint. They were unable to find the piece and remove it; the doctor believes it remains in the fibers. The case was completed with another like device. There were no adverse patient consequences and a 20 minute time delay. The device will not be returned for evaluation as it was discarded by the facility.

Manufacturer narrative:
This medwatch is being filed to record the date of receipt of the complaint device, which was inadvertently missed in the previous filing. Previously reported device evaluation: the complaint device has been received and evaluated. Visual observation confirms that the needle tip is broken, confirming this complaint. No other anomalies present on the device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode; however, one possible root cause is the needle tip hit bone or another hard object resulting in the needle tip breaking off and the needle shaft being bent. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Based on the complaint history, no further corrective action is warranted at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).